Event description:
It was reported that the device overheated during use. No additional information has been received despite numerous attempts.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation details, the complaint of overheating was confirmed. The rotor was stuck in the motor due to corrosion. The affected parts were replaced, the device was cleaned, lubed and adjusted and returned to the account.